Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 108" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and the hv module was replaced. The device was recertified and returned to the customer. The hv module was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty safety relay on the hv module. Analysis of reports of this type has not identified an increase in trend.